Event description:
The customer reported the ventilator shut down and alarmed during operation. The ventilator was not in use on a pt. The respironics service tech reported the ventilator would not power on upon eval. The service tech reported the ventilator had no ac power and the backup battery was fully discharged. The service tech reported finding fuses in the power supply open. The service tech replaced the power supply to correct the problem. The backup battery was recharged to specifications. Extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.